Event description:
The manufacturer representative reported battery depletion two years and two months post implant. The hcp confirmed no telemetry. The device was replaced and returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results revealed broken welds at bond wire pads.